Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device no returned.

Event description:
It was reported that the cartridge tubing had something black on it. There was no impact to the customer's blood glucose level. Recommendation was made for the customer to change the cartridge.